Manufacturer narrative:
Investigation: the used cartridges were analyzed visually. The distal holding brackets are broken off. The slider sheet of one cartridge is deformed, eleven clips remained in this cartridge and ten in the other. A functional test was carried out, using one of the provided, original sealed cartridges. No deviation could be noticed. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: most likely the error was caused due to a improper mounting to the applicator. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. During a prostatectomy, a recharge clip has detached from the clamp during insertion of the clip and fell into the abdomen of the patient. This incident reoccurred with a new recharge clip was put into place. The two recharge clips were from the same batch. Components in use listed as concomitant devices are: pl572t / ligature clip 12 mag.= 144 pcs. (2).